Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A field service engineer tested operation in hardware testing application diagnostics and found no issues. A field service engineer further adjusted all door panels to remove door open interference. Checked all latch column harness connections were stable. Verified conductive grease present on all latch microswitch contacts. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door made a clicking sound and then failed. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.